Event description:
It was reported that the pump screen went blank unexpectedly and the led was not blinking, requiring the pump to be plugged into a power source to turn back on. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). The customer declined to troubleshoot the issue, and no further information was provided.